Event description:
Description of event: the reason for call was patient reported that the area around the incision is quite irritated and red due to the tape used to close the incision. Patient said that the doctor looked at it yesterday but the itching has gotten worse. Patient mentioned that they have sensitivity to the tape even before this procedure. Patient has been using a benadryl cream and a combination of neosporin and polysporin. Patient also has a lotion called aloe vesta. The patient was redirected to their healthcare provider to further address the issue. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).